Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section cover or distal sheath had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the scope communication error b30 was due to corrosion on the plug unit. Additionally, the foreign object was likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited scope communication error(b30). The event occurred during maintenance. There were no reports of patient involvement.